Event description:
The pt received two leads with the same lot number. It was reported infection was discovered at the midline incision site. Surgical intervention was undertaken, explanting the entire scs system. It's unk if cultures were taken; however, the physician prescribed oral antibiotics.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed where found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.